Event description:
It was reported that spinous process fractures occurred approximately 2 months post-operatively in 4 or 5 patients. It was also reported that the "patients developed symptomatic recurrence" but none of the patients required additional surgery. No further complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.